Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient experienced decreased vision, objects appear as floating, foggy and glimmer. The physician reported that inflammation was confirmed one month postoperative and medication was prescribed. Additional information has been requested.